Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated lead was undergoing an atrial flutter ablation procedure. When the device was interrogated an error code when indicated that the device had attempted to shock into a shorted lead was displayed. A save to disk was sent in for review where it was determined that device had not been programmed off during the procedure. Noise was detected, oversensed and a ventricular fibrillation (vf) episode was declared. The device diverted therapy in its first attempt and then returned a shock impedance measurement less than 20 ohms on its second attempt. An increase in right ventricular (rv) thresholds were increased. The local boston scientific field representative reported that a capacitor reformation was to be performed and system tested. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.